Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a hypodermic needle. The customer reports the needle itself detached from the syringe and remained in the vial. Per additional information received on (B)(4) 2013, the needle was used to access a vial and draw up a liquid dilutent, the needle with the dilutent was then placed into another vial where the dilutent was added to a powder. The needle detached while plunging the liquid dilutent into the powder. The customer stated the medication was a hib.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway, upon completion, the results will be forwarded.